Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 2.25x12mm promus premier¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient and it was noted that a stent strut was lifted up. No patient complications were reported and the patient's status was stable and good.